Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was having a battery life issue. Troubleshooting was unable to be completed at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump black box revealed that the data from the event was overwritten due to continued use of the pump. There were no power issues or short battery life issues observed in the current black box review. The battery cap was not returned. The battery voltages were within normal specifications. A test cap secured it to pump and was used for all testing. The pumps current draws were within specifications. The pump cover was removed and there was no evidence of moisture ingress. There was no damage found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.